Event description:
(B)(4). Since I had the coils implanted I have steadily gained weight. A total of 70 pounds so far. I cannot lose it. I have dull pain most of the time in my abdomen then sharp pains randomly. My general health has steadily declined since then as well.